Manufacturer narrative:
The reported malfunction was observed and the el display was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was shattered and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.